Manufacturer narrative:
The issue was investigated in detail. The investigation identified multiple issues with the unit. The flc pc has not been intermittently booting since the last replacement mid of october 2020. This problem was caused by moving the usb cables to other connectors and re-installation of new drivers. This issue can be fixed on-site. The dvd drive is not working properly. It was found that the metal case was slightly bent and, therefore, it was not possible to eject the dvd drive. This was successfully corrected by a service technician. Fully charged system batteries would be completely drained within 10 minutes of operation. It is possible that the batteries were not properly charging, thus, the cells were damaged. It was also found that the docking station was severely damaged. Damage to the isolation of low voltage cables was identified during the investigation. However, there was no risk of an electrical shock due to the damaged isolation. Multiple mechanical damages to the tube fork and the detector were identified as well as several dents and varnish damage all over the system. As per expert's and supplier's statement it is highly recommended not to use the system any longer due to severe damage at the arm of the system. Replacement of the certain parts as well the listed below steps below must be performed to bring the system back to a usable condition: replace docking station replace system batteries replace x-ray tube fork replace collimator hook assembly must be inspected generator performance must be verified upper joint of arm needs inspection missing screw in handlebar needs replacement. According to the provided information, the user does not want to proceed with the recommended repairs. The user was advised take the system out of clinical operation until the recommended repairs and replacements are performed. There is no evidence of a systematic issues with the concerned unit. The most described issues were caused by system handling.

Manufacturer narrative:
Siemens is an investigation. A supplemental report will be submitted if additional information is received. Internal ID # pm00263472

Event description:
Siemens became aware of an issue with the mobilett mira wireless system. Siemens local service engineer was dispatched to the concerned site to resolve an issue with the flc not booting correctly. However, during the site visit the service engineer discovered other issues with the device. The docking station was heavily damaged, severe cracking on the x-ray tube fork as well as cracks in the molded outer tube support was discovered. In addition, a notch in the frame was found. It is not clear whether there is any internal structural damage to the tube arm that may potentially result in a safety issue. However, it was discovered that the lower joint of the tube arm was worn out. Based on other visible system damage, e.g. Damage to covers, it is assumed that the damage was caused by customer use. There are no injuries attributed to this event.